Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Just one prior report of driveline infection was received and was reported under medwatch MFR report #2916596-2013-01370. The referenced pump pocket infection with erosion, surgical relocation of the driveline and bacteremia were not previously reported to the manufacturer. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months (B)(4). The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported on (B)(6) 2017, that the patient was admitted to the hospital with shortness of breath and chest pain. The patient has a recurrent bacteremia from long standing driveline and pump pocket infections. The patient had previously been managed at the implanting center where the onset of the infections began in approximately (B)(6) 2013, but has transferred care to a different facility. The driveline was reportedly surgically relocated in the past at the implanting center, but the infection remained chronic and the pump is reportedly eroding through the pump pocket. The patient's clinicians believe the shortness of breath and chest pain were due to the chronic infections and bacteremia. The infection is being treated with IV antibiotics for suppressive therapy only. The patient was discharged home on IV antibiotic therapy. Long term treatment is palliation of symptoms. Nothing curative is available and the patient is not a candidate for a pump exchange. No additional information was provided.